Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. .

Event description:
A customer reported that the ventilator shut down while in use on a patient. The error log showed 1006. The ventilator was not put back in service. Patient data was requested and not provided at this time. Patient's saturations decreased to the 80's. The nursing staff provided alternative oxygen and the patient recovered.

Manufacturer narrative:
Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a mandatory field change order.

Manufacturer narrative:
After several attempts to contact the customer the reported malfunction was never investigated and no parts were returned, therefore no root cause could be determined. Correction: this ventilator was not part of recall z-2061-2017 as previously reported as it was manufactured after 09/15/2015.